Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, an alert for nonsustained right ventricular (rv) oversensing episodes were noted on the device. Technical support was contacted and determined that the trigger of the alert was due to the post-paced t-wave oversensing or rv fusion/pseudofusion beats. Device reprogramming was recommended. However, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.